Event description:
As reported via (B)(4) study, a patient experienced an st-elevation myocardial infarction (stemi) due to plaque shift while wiring the lesion during the index procedure. This was thought to be unrelated to cordis product by the investigator since it occurred prior to stenting and was, therefore not MDR reportable. Adjudication minutes received on (B)(6) 2011 indicated that the mi could be device related and the event is now being reported. At the time of the index procedure, the angiography revealed 95% stenosis in the middle portion of the proximal circumflex artery. The lesion was described as de novo and 15mm in length. The reference vessel was 3.5mm in diameter. Pre-procedure timi flow was 2. The indication for the procedure was stable angina pectoris. Following a failed attempt of passing a silk wire, a pilot 50 wire passed the lesion. At that time, the patient developed chest pain and st elevation on the EKG. The patient was diagnosed with an mi, but EKG changes resolved following treatment with sublingual nitroglycerin. It was reported that the mi occurred prior to pre-dilation and no cordis products had been used in the patient.

Manufacturer narrative:
The lesion was then pre-dilated with a 2.0 x 20mm non-cordis balloon at 12atm. At first, the 3.0 x 23mm cypher rx could not cross the lesion, but following additional pre-dilation, the stent was implanted at 15atm. The stent was post-dilated per standard procedure with a 3.25 x 15mm balloon at 17atm. A 3.0 x 23mm cypher rx was implanted proximal to the first cypher to completely cover the lesion and was post-dilated with a 3.25 x 15mm balloon at 17atm. Post procedure ck peaked at 313 (uln 135), ckmb peaked at 11.9 (uln 2.4) and troponin I peaked at 4.48 (uln 0.399). The patient was discharged seven days after the index procedure. According to the investigator, the mi was related to the index procedure and not the cordis products. Concomitant devices: cordis xb 3.0 6f guide catheter, merit medical low pressure tubing w/rotating adapter 10", abbott .014 190 cm bmw wire, abbott .014 300 cm bmw wire, silk wire, cordis xb 3.5 8f guide catheter, floppy wire hi-torque wire, abbott voyager rx 2.25 x 15mm balloon, abbott voyager rx 2.5 x 20mm balloon, cypher rx 3.0 x 23mm stent, abbott voyager rx 3.0 x 20mm balloon, abbott voyager rx 3.25 x 15mm balloon. Concomitant medications: metoprolol 50mg bid since 2002, vitorin 80mg qd since 2008, lisinopril 10mg qd since 2009, synthroid 88mcg qd since 2009, spiriva qd since 2003, advair 500/50mcg bid, since 2005, pantoprazol 40mg qd wince 2006, aspirin 81mg since 1994, aspirin 325mg on (B)(6) 2009, bivalirudin on (B)(6) 2009, heparin on (B)(6) 2009, clopidogrel 75mg beginning (B)(6) 2009. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00343 and 3003742446-2011-00344.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced an st-elevation myocardial infarction (stemi) due to plaque shift while wiring the lesion during the index procedure. This was thought to be unrelated to cordis product by the investigator since it occurred prior to stenting and was, therefore not MDR reportable. Adjudication minutes received on 6/6/2011 indicated that the mi could be device related and the event is now being reported. The patient's medical history is significant for angina, previous pci (2002), hyperlipidemia, hypertension, myocardial infarction ((B)(6) 1994), pvd/claudication, copd, former smoker, hypothyroidism, aortic aneurysm repair (1995), hysterectomy (1997), and allergies to percocet, morphine, dilaudid. The indication for the procedure was stable angina. At the time of the index procedure, the angiography revealed 95% stenosis in the middle portion of the proximal circumflex artery. The lesion was described as de novo and 15mm in length. The reference vessel was 3.5mm in diameter. Pre-procedure timi flow was 2. Following a failed attempt of passing a silk wire, a pilot 50 wire passed the lesion. At that time, the patient developed chest pain and st elevation on the EKG. The patient was diagnosed with an mi, but EKG changes resolved following treatment with sublingual nitroglycerin. It was reported that the mi occurred prior to pre-dilation and no cordis products had been used in the patient. The lesion was then pre-dilated with a 2.0 x 20mm non-cordis balloon at 12atm. At first, the 3.0 x 23mm cypher rx could not cross the lesion, but following additional pre-dilation, the stent was implanted at 15atm. The stent was post-dilated per standard procedure with a 3.25 x 15mm balloon at 17atm. A 3.0 x 23mm cypher rx was implanted proximal to the first cypher to completely cover the lesion and was post-dilated with a 3.25 x 15mm balloon at 17atm. Post procedure ck peaked at 313 (uln 135), ckmb peaked at 11.9 (uln 2.4) and troponin I peaked at 4.48 (uln 0.399). The patient was discharged seven days after the index procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue, therefore, no action will be taken.